Event description:
Chemolock port is not staying connected to the chemolock. The locking flange of the chemolock is not staying within the groove of the chemolock port. The two pieces can be pulled apart without any effort. Pressure from pushing fluid through chemolock also causes the two pieces to disconnect. Multiple lot numbers 5772946, 5816334, 5589755, 5556765. FDA safety report ID # (B)(4).